Event description:
It was reported that during an unknown procedure, the surgeon claims that the clips are not forming correctly. Surgeon claims that some of the clips are not fully closing and that others were closing at the distal end but not fully at the proximal end. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4) - the theatre sister fired it afterwards to inspect the clips herself the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.